Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that red alarms reset autonomously. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that red alarms reset autonomously from the intellivue mp70 patient monitor. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.